Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) -no code available (secondary surgery-pupilloplasty and iridectomy (x2), iris atrophy, fixed pupil) (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13mm icm130v4 implantable collamer lens, -20 diopter, into the patient's right eye (od) on (B)(6) 2004. The patient is experiencing excessive vault and iris atrophy. The patient also experiences mid-dilated and fixed pupil, glare and haloes. In 2006 patient underwent pupilloplasty. In 2006 and 2008 patient underwent an iridectomy. Patient complains of glare and halos "as the haptic is exposed." As of the date of MDR submission, the lens remains implanted.

Manufacturer narrative:
Additional information: the last follow up exam was on (B)(6) 2016. The patient's post-op best corrected visual acuity (bcva) was 20/30. Conclusion code: it should be noted that at the time of the icl implantation, patient had corneal graft. The lens was not implanted in accordance with the dfu requirements (e.g. Patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology). (B)(4).